Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the mca would not open after it was applied to a vessel. A second mcl20 was opened and the original was cut out. There was no consequence to the pt.